Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15820. It was reported the ipg was inoperable and one of leads had migrated. In turn, the ipg was explanted and replaced, while the lead was repositioned on (B)(6) 2022 to address the issue.